Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported by the child reported that the patient was sent to the ICU the day of the call because her dexcom readings were inaccurate. The patient had been experiencing vomiting and malaise beginning 2 days prior to the event. The egv during that time was not documented. The reporter was not sure if treatment was provided to the patient during this time, since care is given by an aide. The aide reportedly did not check the bg during this time. The son called an ambulance the day of the call. The paramedics took a fingerstick and the reading was high while the dexcom egv was 190 mg/dl. The paramedics took the blood test and found out that the bg was 840 mg/dl. The reporter was unaware whether treatment was provided by the paramedics. The patient was treated with insulin in ICU and hospitalized 10 days. At the time of follow up, the patient was at home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.